Event description:
Philips received a complaint reporting a dim display on a v60 ventilator. The device was not in clinical use when the reported issue was identified. There was no reported patient/user harm.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the issue with the customer biomed and confirmed the reported problem. The pse determined a user interface (ui) replacement is necessary. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.